Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "system error", which was not reproduced but was confirmed as a system error 324 through review of the event history log. This error was the last error seen in the log before discontinued use and baxter's first awareness. The assignable cause was determined to be fluid residue found inside the keyhole cup that caused the system error code 324. The keyhole assembly was replaced to correct this condition.

Event description:
It was reported that a spectrum pump had a "system error" in the ambulatory op oncology hematology/ pediatric care area during therapy (medication, programmed amount and delivery rate unknown). It was also reported that there was no patient injury or medical intervention.